Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 220 mg/dl. No additional patient or event information was provided. A replacement pump was sent to the customer to resolve the issue.